Manufacturer narrative:
The technician found the center arm on the right intermediate siderail was cracked, preventing the locking mechanism from engaging. The technician replaced the center arm and dampener on the right intermediate siderail to repair the bed.

Event description:
Info received indicates the siderail is not locking.